Manufacturer narrative:
The customer's report that the tubing separated at the y-port was confirmed based on visual inspection of one of the as-received set samples. The separation was at the engagement between the tubing and inlet of the second smartsite port components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. Dimensional measurement confirmed the tubing to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated at the y-port upon opening the package. It was also noted that there was no patient involvement associated with this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing separated at the y-port upon opening the package. There was no patient involvement.